Event description:
It was reported that upon review of the egm, atrial pacing was inhibited due to noise and possible myopotential oversensing. Programming changes were made. The patient was stable before, during and after the event.